Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker error" message is displayed. There was no allegation of an adverse event or any patient or user harm.

Event description:
The customer reported that a "speaker error" message is displayed. The device was not in clinical use and no patient or customer harm was reported.